Event description:
A customer reported to beckman coulter, inc. That the coulter act diff hematology analyzer was leaking onto the laboratory counter. Customer technical support (cts) did troubleshooting with customer via telephone and customer found the wbc (white blood cell) bath was overflowing and both the rbc (red blood cell) bath and vic (vacuum isolation chamber) were empty. There are no reports of any injuries or exposures to any laboratory personnel. No erroneous results were generated, accordingly, there were no changes to the patient care or treatment.

Manufacturer narrative:
No on-site service call was initiated for this event. Beckman coulter customer technical support (cts) had the customer check the waste line, it was clear and the waste container was half full. Cts assisted the customer with firing solenoid 14, but this did not resolve the issue. The cts forwarded tubing, air filter and water filter to the customer. It is unknown what caused the wbc bath to overflow. Additional information has been requested but not provided. No further information was received from the customer. (B)(4).